Event description:
It was reported that the external pulse generator (epg) was unable to turn on even with new batteries. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) was unable to turn on even with new batteries. It was determined at analysis that the main printed circuit board (pcb) was corroded and epg was still wet inside. Visual inspection showed that the liquid crystal display (lcd), display frame were contaminated. It was noted that the upper case, keypad surface and all four control knobs were contaminated. It was also noted that the lower case, main seal, both tubes and the tube sleeve were contaminated. All four display frame screws, display grommets, encoder nuts were contaminated. The insulator label was contaminated. The four case screws and all six pcb screws were also contaminated. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.